Event description:
It was reported that two (2) small volume folfusors leaked into the yellow light protective bags. The issue was identified before use. The devices were each filled with fluorouracil 3500mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update "two (2) small volume folfusors" to "a small volume folfusor"; only one device leaked for this report. The second leaking device is captured in MFR report number 1416980-2022-04684. H4: the device was manufactured from december 2, 2021 - december 3, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.